Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was relocated and extensions were added. The patient was reportedly doing well postoperatively.